Event description:
It was reported that the stimulator had been moved from one side to another. It was unknown at the time of the initial report why it was moved. Additional information was requested, if received a follow up report will be sent.

Event description:
It was further reported that the patient was continuing to receive effective therapy and she was happy with the new pocket location.

Manufacturer narrative:
Concomitant products: product ID 37082, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3888-33, lot # va0erhe, implanted: (B)(6) 2014, product type lead; product ID 3888-33, lot # va0erhe, implanted: (B)(6) 2014, product type lead; product ID 3888-33, lot # va0bwa0, implanted: (B)(6) 2014, product type lead; product ID 3888-33, lot # va03dt1, implanted: (B)(6) 2014, product type lead; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3708220, serial # (B)(4), implanted: (B)(6) 2014, product type extension. (B)(4).